Event description:
The company rec'd a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device associated to this report is not expected to be returned for analysis. Info has been added to database for trending purposes.